Event description:
A doctor's office alleged that the cement was setting up too quickly for a patient causing their crown to not be fully seated.

Manufacturer narrative:
The doctor had to cut off the crown, take a new impression and place a temporary for the patient. Upon the patient return, the doctor re-cemented a new crown for the patient, without further incident. The lot number 4720574 has been identified as an affected lot which is ongoing maxcem elite recall; therefore, no further evaluations are necessary.